Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose was about 400mg/dl. Customer also had issues of sensor glucose and blood glucose difference. Customer stated that sensor glucose was 395mg/dl and blood glucose at time of reported event was 55mg/dl. Customer reported that the difference between blood glucose and sensor glucose was not within the acceptable range. Customer further mentioned that pump was showing blood glucose of 60mg/dl then 55mg/dl and at the end it was 395mg/dl. Customer also had alert for calibration not accepted and change sensor. Products will not be return for analysis.